Manufacturer narrative:
Follow-up # 1 date of submission 04-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: on investigation, the pump powered on with functioning audio tone and vibration features. The pump powered up with a hard call service 020 user settings lost alarm. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The pump¿s cover was removed and further moisture corrosion was found to the continuous glucose monitoring module, the watchdog circuit, eeprom circuit (electrically erasable programmable read-only memory) and to the keypad flex/connector. The audio bolus button cover was undamaged. The keypad rubber was removed and no contamination or damage was found to the keypad contacts. The initial complaint of the alleged keypad button issue could not be adequately investigation due to pump failures.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, backlight/contrast, and ok/enter button's were under responsive on the keypad. The patient states malfunction started after swimming, but no moisture was reported to be in the pump. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.